Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.